Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
An ophthalmologist reported a capsular tear was observed during phacoemulsification. An unspecified intraocular lens was implanted normally and surgery was completed. Vitreous was not visible. Surgeon is unsure what caused the tear. Upon follow up, surgeon did not perform an anterior vitrectomy. It was reported that the tear remains. There are two related reports for this facility. This report addresses patient number two and another manufacturer report will be filed for patient number one.

Manufacturer narrative:
The system was examined. The company representative was unable to find any issues. The system was tested and found to meet product specifications. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).